Manufacturer narrative:
No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of migration, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, migration of the pump was reported. No malfunctions were observed. The pump was explanted and replaced.